Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be secured by the setscrew of the implantable cardioverter defibrillator (ICD). The ICD was not implanted, and an alternate ICD was implanted instead on (B)(6) 2025. The patient was in stable condition.